Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), which occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) was not sure how the hp became disconnected. The cg had already capped the transfer set and cycled power off/on to clear the system error 2240 followed by system error 2367. Therapy was ended, and the cassette was removed. The cg would notify the nurse as soon as possible. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.